Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced an ectopic pregnancy and device migration (device dislocation). She also experienced autoimmune-type symptoms amongst other pregnancies (described in another case) and non-serious events. Consumer stated she had subsequent surgeries, including a recent d&c, tubal ligation and ablation procedure. Device dislocation and ectopic pregnancy with contraceptive device are anticipated whereas autoimmune disorder is unanticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. The exact date and mechanism of dislocation and the onset date of ectopic pregnancy are not known. However, considering the information provided for this case, a causal relationship between the events and essure can formally not be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event autoimmune-like symptoms was considered unrelated. This case was regarded as incident, due to the serious injury related to essure. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("device migration") and autoimmune disorder ("autoimmune-type symptoms") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant), back pain ("severe and constant back pain"), abdominal pain ("severe and constant abdominal pain"), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergy symptoms"), menorrhagia ("unusually heavy menstrual periods"), polymenorrhoea ("unusually frequent menstrual periods (two menses per month)") and fatigue ("fatigue"). The patient was treated with surgery (resulting in subsequent surgeries, including a recent d&c, tubal ligation, ablation procedure). At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, menorrhagia, polymenorrhoea and fatigue outcome was unknown and the back pain, abdominal pain, autoimmune disorder and hypersensitivity had not resolved. The reporter considered ectopic pregnancy with contraceptive device, device dislocation, back pain, abdominal pain, autoimmune disorder, hypersensitivity, menorrhagia, polymenorrhoea and fatigue to be related to essure. The reporter commented: plaintiff's post-essure-implantation course has been marked by severe and constant back and abdominal pain, unusually heavy and frequent menstrual periods (two menses per month), fatigue, autoimmune type and/or allergy symptoms, device migration, and two ectopic and one failed uterine pregnancies, resulting in subsequent surgeries, including a recent dilation and curettage, tubal ligation and ablation procedure (all events and an ectopic pregnancy were reported in this case no. (B)(4), an another ectopic pregnancy episode was reported at case no. (B)(4), the failed uterine pregnancy was reported at case no. (B)(4)). She continues to suffer from pain and autoimmune/allergy symptoms caused by the implantation of the essure device. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced an ectopic pregnancy and device migration (device dislocation). She also experienced autoimmune-type symptoms amongst other pregnancies (described in another case) and non-serious events. Consumer stated she had subsequent surgeries, including a recent d&c, tubal ligation and ablation procedure. Device dislocation and ectopic pregnancy with contraceptive device are anticipated whereas autoimmune disorder is unanticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. The exact date and mechanism of dislocation and the onset date of ectopic pregnancy are not known. However, considering the information provided for this case, a causal relationship between the events and essure can formally not be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event autoimmune-like symptoms was considered unrelated. This case was regarded as incident, due to the serious injury related to essure. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('device migration') and autoimmune disorder ('autoimmune-type symptoms') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant), back pain ("severe and constant back pain"), abdominal pain ("severe and constant abdominal pain"), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergy symptoms/hypersensitivity"), menorrhagia ("unusually heavy menstrual periods"), polymenorrhoea ("unusually frequent menstrual periods (two menses per month)"), fatigue ("fatigue"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (resulting in subsequent surgeries, including a recent d&c, tubal ligation, ablation procedure). Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, menorrhagia, polymenorrhoea, fatigue, pelvic pain and genital haemorrhage outcome was unknown and the back pain, abdominal pain, autoimmune disorder and hypersensitivity had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, autoimmune disorder, back pain, device dislocation, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: plaintiff's post-essure-implantation course has been marked by severe and constant back and abdominal pain, unusually heavy and frequent menstrual periods (two menses per month), fatigue, autoimmune type and/or allergy symptoms, device migration, and two ectopic and one failed uterine pregnancies, resulting in subsequent surgeries, including a recent dilation and curettage, tubal ligation and ablation procedure (all events and an ectopic pregnancy were reported in this case no. (B)(4), an another ectopic pregnancy episode was reported at case no. (B)(4), the failed uterine pregnancy was reported at case no. (B)(4)). She continues to suffer from pain and autoimmune/allergy symptoms caused by the implantation of the essure device. State of implant: tn as per pfs, explant: yes, she is scheduling a removal surgery, but has to wait until covid calms down. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('device migration') and autoimmune disorder ('autoimmune-type symptoms') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant), back pain ("severe and constant back pain"), abdominal pain ("severe and constant abdominal pain"), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergy symptoms/hypersensitivity"), menorrhagia ("unusually heavy menstrual periods"), polymenorrhoea ("unusually frequent menstrual periods (two menses per month)"), fatigue ("fatigue"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (resulting in subsequent surgeries, including a recent d&c, tubal ligation, ablation procedure). Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, menorrhagia, polymenorrhoea, fatigue, pelvic pain and genital haemorrhage outcome was unknown and the back pain, abdominal pain, autoimmune disorder and hypersensitivity had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, autoimmune disorder, back pain, device dislocation, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: plaintiff's post-essure-implantation course has been marked by severe and constant back and abdominal pain, unusually heavy and frequent menstrual periods (two menses per month), fatigue, autoimmunetype and/or allergy symptoms, device migration, and two ectopic and one failed uterine pregnancies, resulting in subsequent surgeries, including a recent dilation and curettage, tubal ligation and ablation procedure (all events and an ectopic pregnancy were reported in this case no. (B)(4), an another ectopic pregnancy episode was reported at case no. (B)(4), the failed uterine pregnancy was reported at case no.(B)(4). She continues to suffer from pain and autoimmune/allergy symptoms caused by the implantation of the essure device. State of implant: tn. As per pfs, explant: yes, she is scheduling a removal surgery, but has to wait until covid calms down. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Events: pain, abnormal bleeding added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("device migration") and autoimmune disorder ("autoimmune-type symptoms") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), back pain ("severe and constant back pain"), abdominal pain ("severe and constant abdominal pain"), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergy symptoms"), menorrhagia ("unusually heavy menstrual periods"), polymenorrhoea ("unusually frequent menstrual periods (two menses per month)") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (resulting in subsequent surgeries, including a recent d&c, tubal ligation, ablation procedure). At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, menorrhagia, polymenorrhoea and fatigue outcome was unknown and the back pain, abdominal pain, autoimmune disorder and hypersensitivity had not resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, device dislocation, ectopic pregnancy with contraceptive device, fatigue, hypersensitivity, menorrhagia and polymenorrhoea to be related to essure. The reporter commented: plaintiff's post-essure-implantation course has been marked by severe and constant back and abdominal pain, unusually heavy and frequent menstrual periods (two menses per month), fatigue, autoimmunetype and/or allergy symptoms, device migration, and two ectopic and one failed uterine pregnancies, resulting in subsequent surgeries, including a recent dilation and curettage, tubal ligation and ablation procedure (all events and an ectopic pregnancy were reported in this case no. (B)(4), an another ectopic pregnancy episode was reported at case no. (B)(4), the failed uterine pregnancy was reported at case no. (B)(4)). She continues to suffer from pain and autoimmune/allergy symptoms caused by the implantation of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('device migration') and autoimmune disorder ('autoimmune-type symptoms') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant), back pain ("severe and constant back pain"), abdominal pain ("severe and constant abdominal pain"), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergy symptoms/hypersensitivity"), heavy menstrual bleeding ("unusually heavy menstrual periods"), polymenorrhoea ("unusually frequent menstrual periods (two menses per month)"), fatigue ("fatigue"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (resulting in subsequent surgeries, including a recent d&c, tubal ligation, ablation procedure). Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, heavy menstrual bleeding, polymenorrhoea, fatigue, pelvic pain and genital haemorrhage outcome was unknown and the back pain, abdominal pain, autoimmune disorder and hypersensitivity had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, autoimmune disorder, back pain, device dislocation, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: plaintiff's post-essure-implantation course has been marked by severe and constant back and abdominal pain, unusually heavy and frequent menstrual periods (two menses per month), fatigue, autoimmunetype and/or allergy symptoms, device migration, and two ectopic and one failed uterine pregnancies, resulting in subsequent surgeries, including a recent dilation and curettage, tubal ligation and ablation procedure (all events and an ectopic pregnancy were reported in this case no. (B)(4), an another ectopic pregnancy episode was reported at case no. (B)(4), the failed uterine pregnancy was reported at case no. (B)(4)). She continues to suffer from pain and autoimmune/allergy symptoms caused by the implantation of the essure device. State of implant: (B)(6). As per pfs, explant: yes, she is scheduling a removal surgery, but has to wait until covid calms down. The right ostium had 3 visible coils and the left ostium had 2 visible coils noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2021: mr received. Reporter information and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.